Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized multiple times and alleged that the insulin pump was not able to control their blood glucose. Customer did not provide details of hospitalization. Customer stated that the insulin pump was not working for them. The insulin pump is not expected to return for analysis.